Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ urine complete cup kit underfilled and leaked. The following information was provided by the initial reporter: "material no: 364956, batch no: 0281691. It was reported that the tube is leaking and is not filling properly. Date: (B)(6) 2020. Time: 10 am. Harm: none. ID: (B)(6). Department: ed. Description: urine would not flow into tube. Try to manually fill with blank tip (I think blunt tip was meant) and noted leaking around rubber stop in tube and small leak in tube itself. Product saved: yes. Manf #: 364956 lot # unknown at this time. Affect product: 1 kit."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for leakage and draw volume with the incident lot was not observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage and draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® urine complete cup kit underfilled and leaked. The following information was provided by the initial reporter: "material no: 364956 batch no: 0281691 it was reported that the tube is leaking and is not filling properly. Date: (B)(6) 2020. Time: 10 am. Harm: none. ID:(B)(6). Department: ed description: urine would not flow into tube. Try to manually fill with blank tip (I think blunt tip was meant) and noted leaking around rubber stop in tube and small leak in tube itself. Product saved: yes. Manf #:364956. Lot # unknown at this time affect product: 1 kit".